Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date - 2009; inratio - 3.5; lab - 5.7. This is considered an adverse event, because pt had a change in dose and is having the dose changed weekly for now.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date - 2009; inratio - 3.5; lab - 5.7; mean - 4.6; confidence limits 2.6 - 6.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab value are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No functional testing is required. Meter not expected to be returned, so no testing possible. No strip lot # provided by customer, so no testing or trending possible. No corrective action required as no product deficiency was established.